Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the hcp had a patient in the past who overdosed due to being at a higher altitude. It was noted that this event happened years ago, and was already reported. Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the patient experienced an increase in dose while at altitude (~9000ft). Symptoms resolved when the patient left (B)(6). No actions or interventions were taken to resolve the reported overdose as the issue was reported to the hcp after the fact. The overdose due to altitude was resolved and there was no change in the patient's care. Pump logs examined on (B)(6) 2017 indicated no anomalies. Additional review determined that the above information, originally reported as a supplemental report under manufacturer's report #3 004209178-2013-10188 [overdose due to altitude], is not related to that event. Additional information regarding this event will be reported under the current manufacturer's report number.